Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite to troubleshoot the issue. The fse confirmed the issue as the touchscreen was not responding to input. The fse replaced the touchscreen and tested to confirm it was working. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered.